Event description:
It was reported that for about two seconds the night prior to this report, the patient felt a sensation in their brain like when they were being reprogrammed by their healthcare professional. The stimulation sensation was strong. The impulse went through the patient¿s brain and they felt slightly nauseated. The sensation had not occurred again. Prior to the sensation the patient had charged the implantable neurostimulator (ins) and the recharger was on them, but they were not recharging at the time. The patient¿s therapy was fine and they had not had another episode. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 7651, serial# (B)(4),, product type: recharger. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0n6lk, implanted: (B)(6) 2014, product type: lead. (B)(4).